Manufacturer narrative:
(B)(4). Pump received with intermittent button response due to flattened (escape, up and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to buttons not responding.

Event description:
Customer reported via phone call that the they experienced hypoglycemia. The customer blood glucose level was 26 mg/dl at the time of incident and the current blood glucose level was 80 mg/dl. Customers other blood glucose value was 200 mg/dl. The customer was assisted with troubleshooting. The customer was treated with food for low blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer states the drive support cap appears normal. Customer reports they did not contact their health care professional regarding the low blood glucose. Customer does allege pump was over delivering because they experience blood glucose value 56 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (escape, up and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to buttons not responding.